Manufacturer narrative:
The reported events of high capture threshold and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination did not find any anomalies except for damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for implant of the left ventricular lead. During the procedure, it was noted that the lead exhibited high capture threshold and high pacing impedance. The procedure was completed successfully with a replacement lead. There were no patient consequences.